Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - investigation of the returned unit was unable to duplicate slippage. The returned skull clamp passed all specific functional testing and does not need any repairs at this time. When the clamp is properly positioned and put under pressure, it will not move.   Root cause - the complaint is not confirmed. The skull clamp was in very good condition with no device deficiencies observed. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the torque knob on the mayfield composite series skull clamp (a3059) went from 80 to 20 pounds of pressure and popped as they were positioning the patient for a posterior cervical fusion. The patient had a minor laceration that did not require stitches or suturing.